Manufacturer narrative:
(B)(4)

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. Date of event is an approximation. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The patient was impatient and irritable. The cgm was reported inaccurate but no cgm nor bg values were documented. The cgm values were more than 100 points in difference from the bg meter. At the emergency department the patient was treated with IV medication. The patient was discharged after 2 days. At the time of the report the patient was recovered. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of more than 100 points. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
H6: health effect impact code - additional information

Event description:
Subsequent to the initial MDR, additional information became available.